Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Date of event: unknown. Investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the pen locked and the button to release the dose could not be pressed. The customer tested it with several needles and another ampoule, but the pen kept locking. Even when the pen was disassembled, can not press the dosing button because it is locked.¿ the following information was provided by the initial reporter: "the customer informs that was not able to apply the medication because the pen locked and can't press the button to release the dose. He tested with several needles and another ampoule, but the pen kept locking. Even when have the pen disassembled, can not press the dosing button because it is locked.¿

Event description:
It was reported that during use of the pen ii omnitrope pen 10 the pen locked and the button to release the dose could not be pressed. The customer tested it with several needles and another ampoule, but the pen kept locking. Even when the pen was disassembled, can not press the dosing button because it is locked.¿ the following information was provided by the initial reporter: "the customer informs that was not able to apply the medication because the pen locked and can't press the button to release the dose. He tested with several needles and another ampoule, but the pen kept locking. Even when have the pen disassembled, can not press the dosing button because it is locked.¿

Manufacturer narrative:
One (1) sample was provided to bd medical : pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Initial evaluation revealed no visible damage to the pen. The sample was tested for functionality through dose set knob (dsk) push force test (test instruction it1182) and by performing sample injections. The returned complaint pen met dsk push force test specification. The pen functioned as intended during the sample injections. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.